Event description:
A remstar pro c-flex+ device was returned to a third-partys service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, no foam particles were noted in the airpath, yet blower foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.